Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic presented in clinic for a normal device change out, noise on rv lead was observed on real time electrograms. No lead anomalies were detected on fluoroscopy. The lead was capped and replaced. Patient will be monitored.